Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, when they removed the sheath from the sterile packing, one of the tubes where the tubing meets the sheath was broken completely off. It should be noted that the packaging was intact and did not appear to cause the damage. The procedure was completed with another of the same device and there were no patient complications reported. The patient's condition was reported as "fine". Additional information received on (B)(6), 2010 revealed that the procedure set was returned with a damaged sheath, therefore, making this event a reportable malfunction.

Manufacturer narrative:
The procedure set was returned and the complaint was confirmed. During the visual examination, it was noted the bottom molded part of the sheath that attaches to the tubing was broken off. The functional test was not performed as the complaint was confirmed during the visual inspection. The root cause of this complaint is "undeterminable".